Event description:
It was reported that tip detachment occurred via attached voluntary medwatch report # (B)(4). The stenosed target lesion was located in the moderately tortuous vessel. A fathom -16 guidewire was selected for use in a visceral angiogram. During the procedure, it was noted that the tip of the wire inadvertently sheared off into the branch of superior mesenteric artery. The tip of the wire was completely removed with a gooseneck snare. A repeat angiogram was performed and confirmed the resolution of hemorrhage. Patient was stable and scheduled for a colonoscopy.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 03/01/2025 as the exact event date was not reported. Device evaluation by manufacturer: the device was returned for analysis and inspected according to procedure. The guidewire was returned, and during visual inspection it was observed that the distal tip was detached. Microscopic inspection confirmed that the guidewire was detached. Product analysis confirmed the reported tip detachment.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment occurred. The stenosed target lesion was located in the moderately tortuous vessel. A fathom -16 guidewire was selected for use in a visceral angiogram. During the procedure, it was noted that the tip of the wire inadvertently sheared off into the branch of superior mesenteric artery. The tip of the wire was completely removed with a gooseneck snare. A repeat angiogram was performed and confirmed the resolution of hemorrhage. Patient was stable and scheduled for a colonoscopy.